Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time. A review of the instructions for use found the following regarding loss of pressure: ¿if air pressure is lost, the spider will remain rigid until the pedal is depressed.¿ ¿take caution to not accidentally step on the foot pedal. This will cause unintentional release of the spider.¿ a review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a rotator cuff repair, the spider began losing pressure; therefore, the arm was no maintaining position at all. No leaks were noted, the pressure read on the nitrogen gauge checked out. Operating room staff had to hold the arm in position to avoid patient injuries. There was a backup device available. The surgery was delayed; however, it is unknown for how long. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.